Event description:
Pt developed a bacterial infection around I-port application site following 24 hours of wear. Pt consulted a hcp, who diagnosed the infection and prescribed a topical antibiotic.

Manufacturer narrative:
Follow-up correspondence revealed that the infection is "starting to clear up". Pmd will continue to monitor the pt event.